Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin deficiency, blood transfusion and miscarriage. Concurrent conditions included celiac disease. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("I gained 73 pounds / overweight"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of libido ("no sex drive"), intervertebral disc degeneration ("degenerative disk disease"), headache ("headaches"), breast discomfort ("breast fullness"), menstrual disorder ("periods are wack"), formication ("skin crawling") and food allergy ("many food allergies") and was found to have bone density decreased ("poor bone density"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the allergy to metals, weight increased, loss of libido, intervertebral disc degeneration, bone density decreased, headache, breast discomfort, menstrual disorder, formication and food allergy outcome was unknown. The reporter considered allergy to metals, bone density decreased, breast discomfort, food allergy, formication, headache, intervertebral disc degeneration, loss of libido, menstrual disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following were received via social media: allergy to metals, weight increased, loss of libido, intervertebral disc degeneration, low bone density, headache, breast discomfort, menstrual disorder, formication, food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickle allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin deficiency, blood transfusion and miscarriage. Concurrent conditions included celiac disease. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("I gained 73 pounds / overweight"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), loss of libido ("no sex drive"), intervertebral disc degeneration ("degenerative disk disease"), headache ("headaches"), breast discomfort ("breast fullness"), menstrual disorder ("periods are wack"), formication ("skin crawling") and food allergy ("many food allergies") and was found to have bone density decreased ("poor bone density"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals, weight increased, loss of libido, intervertebral disc degeneration, bone density decreased, headache, breast discomfort, menstrual disorder, formication and food allergy outcome was unknown. The reporter considered allergy to metals, bone density decreased, breast discomfort, food allergy, formication, headache, intervertebral disc degeneration, loss of libido, menstrual disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: allergy to metals, weight increased, loss of libido, intervertebral disc degeneration, low bone density, headache, breast discomfort, menstrual disorder, formication, food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.